Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter. This occurred on 3 occasions before use. The following information was provided by the initial reporter: fm in gel x1 embedded fm in tube x2.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter. This occurred on 3 occasions before use. The following information was provided by the initial reporter: fm in gel x1 embedded fm in tube x2.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm in gel and embedded fm with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and it was observed that tubes contained a small black dots embedded in the tube walls and another tube had shavings of the stopper inside on the top of the gel. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.